Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an amplatz superstiff guidewire kinked and caused an aortic rupture. Subsequently, the patient died due to bleeding. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).